Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1 (event site postal code: (B)(6). Gatinge field service engineer (fse) confirmed that this occurred during a test before use of the unit. Safety disk out-of-box failure. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: safety disk.this part was received with a reported unit failure message of out of box failure and failed multiple times all manifolds tests. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per revision d and the cardiosave service manual revision q. The failure analysis and testing department could not verify the failure of failed all manifold tests. Safety disk passed testing. Retaining the safety disk in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.